Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's device was not functioning but they needed an MRI. No symptoms were reported. MRI compatibility was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-18. The patient first noticed their device not functioning on (B)(6) 2018. The patient attempted to charge their stimulator but it will not charge. They are in very severe pain but they are working which is difficult. The circumstances that led to the issue include the patient falling down a flight of 15 concrete stairs. Their heal got caught in the grout at the top of the stairs. Their device is not functioning as yet. They need to make appointments or whatever needs to be done- even if they lose their job. They can¿t stand this pain any longer. They tried to get MRI¿s but they won¿t do them until they get the stimulator checked out. No further complications were reported/are anticipated.